Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank display, which was resolved by a battery change. However, the customer reported that it was a recurring issue, along with battery longevity of the device. The customer declined troubleshooting. The customer's blood glucose value was unknown. No further information was provided.